Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally stated that the patient needed their system controller and modular cable exchanged due to inability to get the door open to release the driveline. The patient had no limited battery life issues since the controller was exchanged on (B)(6) 2023. The modular cable was also returned due to inability to release the driveline. It was noted that in an emergency, the patient's spouse would not be able to perform a controller exchange so both the controller and modular cable were changed.

Event description:
Controller MFR. Report # 2916596-2024-00116.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an inability to open the system controller¿s driveline release latch, resulting in an inability to disconnect the driveline, was not confirmed. Per additional information, the returned modular cable (lot number 7923180) was exchanged alongside the system controller (serial number (B)(6), evaluated separately) due to this issue. The modular cable was functionally tested alongside a mock loop, alongside known working test equipment, and alongside the returned system controller and was found to perform as intended, even when the cable was manipulated by hand. The cable was always able to connect and disconnect to and from the returned controller as intended, and no issues regarding the connection or the controller¿s driveline release latch were observed. The modular cable was also connected to a test fixture to evaluate the integrity of its inner wires, and the cable passed this test. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 7923180, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users on how to properly disconnect and reconnect the driveline from the system controller utilizing the driveline¿s release button and safety lock. Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an inability to open the system controller¿s driveline release latch, resulting in an inability to disconnect the driveline, was not able to be reproduced during analysis. The returned modular cable (lot number 7923180) and system controller (serial number (B)(6), evaluated separately) were received detached. The evaluation of the returned system controller confirmed a small resistance due to foreign debris on the driveline locking mechanism. The observed foreign debris has the potential to affect the proper function of the driveline connector resulting in the reported inability to release the driveline. The returned modular cable was functionally tested while connected to the returned system controller, a test pump, test patient cable, test power module, and test system monitor. The system operated as intended with no active alarms; manipulating the cable had no effect on pump function. The modular cable passed electrical testing without issue. Review of the device history record for the modular cable, lot number 7923180, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users on how to properly disconnect and reconnect the driveline from the system controller utilizing the driveline¿s release button and safety lock. Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.